Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous de novo right coronary artery that is 90% stenosed. The lesion was pre-dilated with 1.5x12mm unspecified balloon and the 2.5x28mm xience prime stent was deployed. Post dilatation was preformed with a 2.75x12mm non-compliant balloon and a distal edge dissection was observed. A 2.5x23mm xience prime stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.